Event description:
The pharmacist and local medical device correspondent of a hospital reported hospitalization of a pt for treatment of a corneal abscess in the left eye associated with precision uv. Symptoms (ocular burning) first occurred in 2004. The pt was hospitalized on the next day for treatment and investigation. Infection with pseudomonas aeruginosa was suspected.